Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the atrial lead exhibited failure to capture and failure to sense. It was noted that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.